Event description:
The handpiece returned because the system was reading overtemperature. The customer did not know what the case was but reported another handpiece/system was used with no pt consequence.